Event description:
On (B)(6) 2007, an acticon neosphincter device was implanted. The entire device was removed, due to erosion and infection. The removal date, doctor, and location of the device removal are unk. On (B)(6) 2011, an acticon device was re-implanted. As of (B)(6) 2011, the device remains implanted, no pt complications were reported.

Manufacturer narrative:
Add'l catalog #s 72402105, 72402287. Serial #s (B)(4). Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.